Manufacturer narrative:
During the procedure, the apyx medical clinal support specialist suggested adding a thin layer of infiltration, but the doctor stated it is not necessary because the liposuction was brief. The arm was treated circumferentially in 360 degrees, performing 3 antegrade / retrograde (ar) passes, with some areas overlapped creating 6 ar passes. This is not in compliance with apyx medical's subdermal coagulation technique considerations (sctc), safe and effective use guidelines. The sctc states 2-3 passes with the a/r technique, and 3-6 passes with retrograde only technique. The inner portion of the patient's arm was treated by the head nurse under the observation of the doctor. The apyx medical clinal support specialist inquired regarding the legality of the nurse performing the procedure and if there was a position of a nurse practitioner nurse in belgium, but was informed no. The apyx medical clinal support specialist had to correct the nurse's speed during some strokes because she was going too slowly. After the second ar pass, both the doctor and the nurse commented that they felt the treated area (left inner arm) was very hot compared to the previously treated areas. At that point in time, the patient's skin was intact. The apyx medical clinal support specialist recommended stopping, but the doctor decided to do the final ar pass. After the gas management process a blister was identified, which turned out to be a burn. The burn was treated with flammazine 1% cream. There was no burn classification (first-degree, superficial second-degree, deep partial-thickness second-degree, or third-degree) provided by the doctor. The apyx medical clinal support specialist contacted the clinic several times to follow the status of the patient's burn. On april 26th 2024 the nurse followed-up with the apyx medical clinal support specialist stating that the wound is healing, but not in a way that won't leave a mark.

Event description:
The patient sustained a burn on their arm after a subdermal coagulation procedure in which renuvion was used as part of the overall surgical treatment.